Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead displayed high impedances of over 3000 ohms and loss of capture. A lead revision is planned.